Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
The supplier reported the cuss was pre-tested and prior to patient use the distal end of the tube appeared to be melted. There was no patient involvement.